Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) exhibited a fault code indicating high voltage was detected. The fault was cleared and it was determined that a shock had not been delivered after a charge time of .3 seconds. However, the electrogram looks as if therapy was delivered. A capacitor reformation was attempted, but was not completed successfully. The patient does not recall external cardioversion that day. Guidant received subsequent information that the device was explanted.